Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed visible moisture ingress on the force sensor assembly. The force sensor resistance reading was out of calibration. Evaluation also revealed a misaligned display screen. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.